Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose was unknown at the time of incident. The customer also report the battery out limit alarm and the customer was able to clear and rewind the alarm. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, unexpected battery out limit alarm and unexpected restart error noted.